Event description:
End user stated that when she got off the bus and attempted to drive forward she hit a pot hole and ended up on the side walk and the power chair ended up in the hole where a stolen tree belonged damaging the left arm pad and injuring her head. End user stated that two men were able to get her up and she did not seek medical intervention right away but advised her doctor on her last visit.